Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump stopped working. The user observed an "oversped3" error message on the display. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.